Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units and the customer stated only 55 units of insulin was remaining in the cartridge. The customer reported blood glucose level was within target range. At the time of the call, the customer declined to reload the cartridge and will continue to monitor pump performance.